Event description:
Reportedly, on (B)(6) 2026, a pacemaker replacement was performed in which the kora 250 dr (s/n: (B)(6) was replaced with an alizea dr (s/n: (B)(6). The impedance of the vega r52 lead (s/n: (B)(6), when while connected to the kora 250 dr, was approximately 350 o. However, during the replacement procedure, the impedance measured using the psa was 150 o. After the lead was connected to the alizea dr, the measured impedance was below 200 o. Based on the patient¿s preference and clinical condition, the physician decided to continue using the implanted lead. During the post-replacement pacemaker check conducted on (B)(6) 2026, no noise was observed. However, on the same day, a 4.4-second asystole due to ventricular pacing inhibition (vp inhibition) was recorded on the ward monitor. A subsequent pacemaker check was performed on (B)(6) 2026, during which noise was detected on the vega r52 lead. A provocative maneuver (¿prayer test¿) reproduced the noise, leading the physician to suspect insulation damage. The physician is considering a re-intervention to implant an additional lead. The physician will discuss the case with the patient¿s family on (B)(6)2026 and is expected to determine at that time whether a re-intervention will be performed.